Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a left, proximal femoral nail antirotation (pfna) procedure on (B)(6) 2017 for a closed reposition of a fracture or epiphyseal separation with osteosynthesis through intramedullary rod with joint component: proximal femur. It was reported that the patient was implanted with a pfna 200/11 mm and a helix blade 120 mm.

Manufacturer narrative:
A product investigation was performed. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The broken surface is homogenous what indicates material conformity to the specification as well. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformance's. The measurements of the hardness of the returned article in question were within the specification. DHR review: the manufacturing review shows that a non-conformance report (ncr) was generated during production. This non-conformance is relevant to the complaint condition, because the hardness of the device's material of 5 parts measured, 2 parts outside of the tolerance (higher hardness). The lot were released with on authorized concession. The investigation of the complained drill bit shows that two out of three cutting tips are broke off. Additionally, the edges / blades of the drill bit are blunt and showing marks of intensive use. Referencing the reported event for this complaint we can only assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age & weight not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). 510k# unknown: device history records review was conducted. The report indicates that the: part #309.600 / lot #f-12361, manufacturing location: (B)(4) supplier: (B)(4), manufacturing date: 09. Feb. 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the parts of the drill bit broke off intraoperatively and remained in patient. The surgery took place on (B)(6) 2017. No patient harm reported. This complaint involves 1 part. Concomitant device: 1x unk drill guide, part/lot unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure for a pertrochanteric femoral fracture of the left side on (B)(6) 2017, parts of the drill bit for cannulated proximal femoral nail antirotation (pfna) broke off. Fragments were not retrieved and remain embedded in patient bone. Surgery was completed with no delay and no harm to patient. Concomitant device reported: drill guide (part number unknown, lot number unknown, quantity 1).